Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient had surgery. The rep understands that the inner head and locking ring has dislocated from the cup body. The patient had a revision.

Event description:
The patient had surgery. The rep understands that the inner head and locking ring has dislocated from the cup body. The patient had a revision. Update: as per cup malposition contributing to impingement in combination with rupture/avulsion of the hip abductor sleeve from the greater trochanter due to surgical damage of the previous revision has caused in stability of the revision arthroplasty with an intraprosthetic dislocation of the constrained cup system as adverse outcome and requiring another revision.

Manufacturer narrative:
Added update to executive summary. An event regarding disassociation and malposition involving a trident liner was reported. The event was confirmed. Method & results: product evaluation and results: not performed as product was not returned medical records received and evaluation: cup malposition contributing to impingement in combination with rupture/avulsion of the hip abductor sleeve from the greater trochanter due to surgical damage of the previous revision has caused in stability of the revision arthroplasty with an intraprosthetic. Dislocation of the constrained cup system as adverse outcome and requiring another revision. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the medical review indicated cup malposition contributing to impingement in combination with rupture/avulsion of the hip abductor sleeve from the greater trochanter due to surgical damage of the previous revision has caused in stability of the revision arthroplasty with an intraprosthetic dislocation of the constrained cup system as adverse outcome and requiring another revision. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.